Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a pocket revision was performed on (B)(6) 2019, and the issue was resolved. The patient stated that charging was much easier and that their stimulator was taking care of the pain. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having pain the ins pocket site. The patient reported that the battery was ¿pushing out.¿ the manufacturer representative met with the patient to examine the pocket site. No signs of infections were noted. The ins site was tender to the touch, and the battery could be seen pushing against the pocket incision line. It was reported that the ins was tilted. The patient met with their healthcare provider (hcp) and will be scheduled for a pocket revision. No further complications are anticipated.